Event description:
Nims et tube did not pick up the nerve response. Changed nim unit and opened new probe. Still unable to pick up nerve response. Surgeon able to manually feel stimulation, but et tube would not pick up and show on monitor. Surgeon stated this could possibly be due to tube not large enough, but requested tube be evaluated to be sure.